Event description:
An etbf2313c145ej stent graft was implanted during the endovascular treatment of a 58mm aaa. Severe angulation neck was noted. It was reported that during the index procedure the main body was inserted via the left femoral artery and deployed just below the renal arteries. Subsequently, limb stent grafts were added on both the contralateral and ipsilateral sides, and touch-up was performed. Confirmatory angiography was performed from near the renal arteries, which revealed an endoleak at the greater curvature of the bent segment just below the renal arteries (right renal artery side). Touch-up was performed again, and angiography was repeated, however, the endoleak persisted. As no contrast enhancement was observed within the aneurysm sac, no cuff was added and the case was managed with observation. Per the physician the cause of the event was anatomy related due to the patient's severely angulated neck. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.